Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4), this medwatch is being filed to relay additional information. The following sections have been updated: b4, g3, g6, h2, h3, h5, h6, h10. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Part and lot/serial identification are necessary for review of device history records, neither were provided. Device is used for treatment. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
During a procedure the device was not cutting properly and as a result damaged the graft.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted

Event description:
It was reported that the graft was less than optimal. This resulted in the patient having harvest sites that might not heal without additional wound management. The graft also required additional manipulation by the surgical team to utilize the harvested graft. Fortunately, the patient did not require additional harvesting site and did not experience extensive injury.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted

Event description:
It was reported that since may 25,2021, there have been 7 events where the zimmer dermatomes have been involved in grafts that were less then optimal. This resulted in the patient¿s having harvest sites that might not heal without additional wound management. The grafts also required additional manipulation by the surgical team to utilize the harvested graft. Fortunately, none of the patients required additional harvesting sites and none experienced extensive injury.